Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella cp. During support, the pump was dislodged into the aorta during compressions. The pump was explanted and the patient was placed on venoarterial extracorporeal membrane oxygenation.

Manufacturer narrative:
Reported impella cp dislodged into aorta during compressions. Patient was placed on venoarterial extracorporeal membrane oxygenation (va ECMO) and impella was removed. The root cause of the positioning issue was most likely use related since the pump was dislodged into aorta during compressions. D6a and d6b were erroneously entered on the initial manufacturer device report number 1220648-2025-28144.